Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a button issue on the epg. It was noted that the doo button on keypad was out of specification electrical. It was further noted that the output connector assembly was broken, the printed circuit (pc) board was replaced due to two or more occurrences of an error, the display wire insulation was pinched, wire insulation not compromised, two output connector nuts were contaminated and the epg needed battery drawer shorting bar. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external pulse generator (epg) was powered on a "button pressed" message was displayed and the epg was unable to be powered off without removing the battery. There was no patient involvement reported.